Manufacturer narrative:
Device not returned, so tested parts held in stock manufactured at a similar time. Some parts dimensionally incorrect / out of tolerance. Some parts exhibiting flash.

Event description:
2 x water chambers part of the 038-31-501u circuit kits would not fill with water on a high flow nasal cannula setup. Water only came partway down the tubing on the first but would not fill the chamber. Complete setup exchanged. Second chamber the line would not even fill.